Event description:
Information was received from a healthcare professional (hcp) and a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was not getting urinary relief. The relief lasted a couple days after implant and the patient had been wearing depends. The hcp might contact a manufacturing representative (rep). The issues started in (B)(6) 2016. The patient later reported that she just got a new battery 2-3 weeks ago due to she thought normal battery depletion. With her first device she could feel the stimulation going down the leg. Now she did not feel it down the leg and it was not letting her know when to go, and she was wetting herself. Therapy was on and the situation was not resolved. The patient was on program 1 at .2 volts. The hcp had not instructed to a keep a voiding diary. Increasing stimulation to 1.6 volts on program 1, it was felt in the correct area at the bottom of the butt cheek toward the uterus. The patient noted it started in (B)(6) 2016 sometime this month 2-3 weeks ago. The patient later reported that she was not getting relief. The patient was advised to follow up with the hcp. A hcp reported on (B)(6) 2016 that on (B)(6) interstim had patient change to second program on her remote to resolve the issue of the patient note getting urinary relief. The cause of the patient note getting urinary relief is was not determined. The hcp noted the patient hadn't voiced any further complaints. Additional information reported by the healthcare professional (hcp) on (B)(6) 2016 reported the patient told her to call the manufacturer. The patient stated she has tried all the different programs at different rates. The patient stated was she changes stimulation she feels it in her pelvic floor for a day or two then stops feeling it. The patient is not getting symptom relief and still has to use catheters. The patient noted she feels stimulation at the implantable neurostimulator (ins) site. The patient added it is strong where the battery is. The patient also feels stimulation in her buttocks and tailbone. The patient stated she does not feel stimulation in the correct area. It was noted the therapy is on and is on program 4 at 2.9v. There are no traumas or falls associated with the issue. The patient stated she has an appointment next week with her hcp to do a bladder check and a manufacturer representative is supposed it be there. A patient reported on (B)(6) 2016 a change in program to see if it would help led to the lack of symptom relief, the stimulation stopping after a couple of days, and not feeling stimulation in the correct location. The patient stated to resolve the lack of symptoms relief, the stimulation sensation stopping after a couple of day, and not feeling stimulation in the correct location they turned the machine off 7 days then turned it on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.